Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user deployed an infusion set with the tubing caught under the adhesive, resulting in the site not lying flush against the skin; this reflected an improper procedure during infusion set deployment involving the infusion set component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an infusion set being deployed incorrectly or the connector not attached correctly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.